Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
A customer reported that they received an adc pxtra meter reading of 288mg/dl that was "higher than they felt" and reportedly experienced an injury . Customer stated specifically, "blood vessels burst" in one of their eyes after receiving the reading and they reportedly required treatment at a health care facility and "laser eye surgery" to correct the issue. Customer then stated they did not wish to give any additional information. No other information has been provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter has been requested back for investigation and a follow-up report will be submitted once new information is obtained. The manufacture date for the meter listed is unknown.